Event description:
It was reported that cartridge alarm occurred with multiple cartridges. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer loaded a new cartridge to resolve the issue.